Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: during testing, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 01-nov-2017.